Manufacturer narrative:
The investigation is ongoing.

Event description:
After successful deployment of a 29mm sapien 3 valve in the aortic position upon removal of the commander delivery system a pinhole was noted distal to the pusher tube marker at the stj end. There were no patient complications. The device will be returned for evaluation. Per report, the delivery system was prepped in normal fashion.

Manufacturer narrative:
The 29mm commander delivery system was returned unlocked at packaging position, 1/4 flex, no fine adjust used, with loader cap over flex shaft and stylet inserted in to nose tip. Visual inspection of the returned device showed the following: leak observed on crimp balloon just distal to triple marker; bunching of strain relief on proximal balloon shaft likely due to packaging. Dimensional testing was performed and the crimp balloon double wall thickness was measured. All measurements met specification. No imagery was provided for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leakage. A review of the complaint history from february 2021 to january 2022 revealed additional similar complaints for balloon leak for the commander delivery system (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per IFU and training, valve delivery: in a straight section of vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pass the warning marker band. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock . Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Caution: maintain guidewire position during valve alignment. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU/training deficiencies were identified. The complaint for balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''upon removal of the commander delivery system a pinhole was noted distal to the pusher tube maker at the stj end and the valve was fully deployed''. As the device was able to be prepped normally, it is unlikely the pinhole occurred during prep. However, as the pinhole was noticed after removal of the devices, it is unknown when the pinhole occurred during the procedure. Patient anatomy not provided; however, it is possible that calcification was present in the anatomy, which may have punctured the balloon during tracking or positioning the valve. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, performing valve alignment in a non-straight section can cause the valve to ''dive'' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges. If the valve is unseated during alignment, it can result in interaction with the valve and the crimp balloon, which may have punctured the balloon and resulted in the observed pinhole. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (non-coaxial interaction with valve strut) contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Event description:
After successful deployment of a 29mm sapien 3 valve in the aortic position upon removal of the commander delivery system a pinhole was noted distal to the pusher tube marker at the stj end. There were no patient complications. The device will be returned for evaluation. Per report, the delivery system was prepped in normal fashion.

Manufacturer narrative:
The investigation is ongoing.